Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The pump had intermittent button response due to corroded keypad traces. No unexpected scrolling numbers noted. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked belt clip slot.

Event description:
Customer reported her blood glucose was 57 mg/dl. Customer was trying deliver insulin with her insulin pump to treat for food she consumed to treat her low. The number on the device started to scroll and it went up to 300 and then device alarmed button error. Customer was attempting to input her carbohydrates when device alarmed. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.